Event description:
It was reported the case is broken (damaged). The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover, ring cover, ring and ring cover screw were missing, the battery drawer, battery drawer end cap and side bail covers were broken, and the main printed circuit board (pcb) was out of electrical specification, the device would not stay on. Further analysis was performed on the main pcb and this analysis found that solder joint defects on an integrated circuit component caused the failure of the device to stay on. (B)(4).